Event description:
The advocate stated that the customer was feeling dizzy and light-headed, so she went to the health department. The health department tested her blood glucose at 40 mg/dl using their meter. The customer's glucose was tested at the same time using her contour meter and that reading was 157 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not receive any type of treatment for her low blood glucose. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.